Event description:
The user facility reported a water leak from the system 1e processor, which caused water to spill onto the floor of the gi lab and adjacent rooms. No injuries were reported. No procedures were delayed or cancelled. No property damage was reported.

Manufacturer narrative:
A steris service technician inspected the equipment and observed the hose between the booster heater and 'big blue' filter housing disconnected at the outlet on the booster heater. The leak was attributed to the sharp bend in the hose within close proximity of the heater outlet. The technician tested the unit by running diagnostic and processing cycles, and found the unit operational. The unit was returned to service. This connection is the responsibility of the customer.